Event description:
The consumer reported a conflicting results with binaxnow covid-19 antigen self test performed on (B)(6) 2022 with an unknown sample. User mentioned that when she took the test she viewed a pink line on the control area and a smudged line on the sample area (positive). User described that the repeat test result had a pink control line and no lines present on the sample area (negative). Confirmation testing was not performed. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 176132, with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 176132 and device part number 195-430wl / lot 172549. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.